Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access immunoassay system for two patients. A patient sample when tested gave accutni results of 0.56 and 0.54ng/ml. A second patient's sample when tested gave accutni results of 1.29 and 0.35ng/ml. The first sample when tested on a different instrument gave a result of 0.03ng/ml. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are routinely centrifuged for 5 minutes at 4500 rpm. Qc is performed once daily and was within specifications on the day of the event. A field service engineer (fse) was on-site (B)(4) 2009: fse noticed the aspirate probes were oxidized and replaced them, flushed vacuum pump and adjusted the mixer speed. System check and qc performed passed within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.